Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and introducer sheath were returned inside a catheter. The pusher wire was inspected and was found kinked. The introducer sheath was inspected, and no damages were found, it had blood inside. Microscopic inspection revealed that the proximal end of the pusher wire has a smooth surface and the interlocking arm was inspected, and it was detached. The main coil was not returned, and the reported event "coil jammed" could not be confirmed. Dimensional inspection revealed that the overall dimension of the proximal tfe matches with specification, however, the core length did not match with the specification. The pusher wire was found broken.

Event description:
Reportable based on device analysis completed on 08oct2021. It was reported that the coil became stuck in the catheter. The target lesion was located in the abdominal aorta. An 8mm x 20cm interlock was selected for use. During the procedure, it was noted that the coil could not be delivered out and was stuck in the middle of the catheter. After repeated attempts, the physician slowly pulled the device backward, and found that it was stretched. The device was then replaced with another interlock, however, the coil still could not be delivered. The procedure was continued after the device was withdrawn again. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached and the pusher wire was broken.